Event description:
It was reported that during a cruciate ligament reconstruction surgery, when screw was implanted, it broke and part of fragment fall down to the patient articular cavity, surgeon had to remove the fragment. No significant delay or patient injury reported.

Manufacturer narrative:
One 8x25 mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 6mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint.